Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's lead and generator were explanted due to a (B)(6) infection approximately. The surgeon's office indicated that they didn't know why the infection had occurred approximately 9 months after surgery, but that the infection had been in the generator pocket. No known manipulation or trauma had occurred at the generator site. The manufacturer's device history records were reviewed for the generator. Sterilization of the product was verified. No further relevant information has been received to date.